Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the transmitter stopped working and the dexcom system was not displaying values or errors. It was indicated that the battery was showing low. No medical intervention was reported. Additional event or patient information is not available.